Manufacturer narrative:
In the first step of our investigation, we performed a visual inspection of the product. We have checked for possible damages, deformations of the housing or other abnormalities. The following observations were made during the visual inspection: a deformation of the housing surface of the progav® valve was detected. To check if the progav® shunt system is blocked, we have performed a permeability test on the shunt system. This test is carried out with the product in the horizontal position with a hydrostatic pressure difference of approx. 30 cmh2o in the direction of flow. The test showed that the progav® shunt system is non-permeable. To determine the location of the occlusion, the shunt system was dismantled and each element was tested individually for permeability. The test showed that the progav® is permeable, while the shuntassistant® is non-permeable. We have investigated whether the progav® can be successfully set to each specified pressure setting. This indicating whether the valves are fully adjustable within the full range of specified pressure settings ( in increments of 5 cmh2o). The progav® was found to be not fully adjustable to specifications. The shuntassistant® is a fixed pressure valve, therefore the adjustability test is inapplicable. In order to verify whether the investigated shunt system was compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood, or tissue particles). In the cerebrospinal fluid, we have dismantled the shunt system. After dismantling of the valves, clearly deposits were found in progav® and shuntassistant®. Based on our investigation, we are able to substantiate the claim of "non- adjustability". We are assuming that the deposits detected within the valve have caused the functional impairment. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke (B)(4).

Event description:
It was reported that there was a problem with a progav. After 2 years and 9 month the reporter suspected an infection and non-adjustability. Age y: (B)(6) / weight kg: (B)(6). No further information.